Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (3) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9168518. Customer states that the needle and hub remain stuck inside shield and shields are difficult to remove. Two out of 3 samples were returned with the hub-needle/shield assembly separated from the barrel, which indicates that the shield is difficult to remove. A review of the device history record was completed for batch# 9168518. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #69495 was created for debris of broken parts causing the shields to not sit correctly on the barrel. Corrective action: cleaned the dial. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328509, batch no: 9168518. Verbatim: consumer reported when she removes shields, needle and hub remain stuck inside shield also mentioned, shields are difficult to remove. Date of event: unknown.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 16 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9168518. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328509 batch no: 9168518. Verbatim: consumer reported when she removes shields, needle and hub remain stuck inside shield also mentioned, shields are difficult to remove. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 0.5ml 31ga 8mm experienced hub separation from the device. Product defect was noted during use. The following information was provided by the initial reporter: material no: 328509, batch no: 9168518. Consumer reported when she removes shields, needle and hub remain stuck inside shield also mentioned, shields are difficult to remove. Date of event: unknown.